Event description:
It was reported to philips that the system would not emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was finished on another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon functional testing, the fse found an error information "tube defect" display on data monitor and determined that the tube parameter was missing. The fse tried to rewrite the parameter, but it was still lost. Upon further investigation, the fse confirmed that the cube was damaged. To resolve the reported issue, the fse replaced the cube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.